Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. It was reported, a second 3.0x38mm esprit btk system was opened and the protective sheath was again difficult to remove and the stylet was stuck. The stylet was removed with hemostats and the dual sheaths were then able to be removed. The esprit was then placed over the guide wire deployed in the lesion without complication. It should be noted that the esprit btk everolimus eluting resorbable scaffold system instructions for use (IFU) notes: if unusual resistance is felt during product stylet and scaffold sheath removal, do not use this product, and instead replace with another. In this case, it does not appear the IFU deviation related to incorrect sheath removal caused/contributed to the reported event; therefore, a letter will not be issued. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the tibial-peroneal trunk. During preparation of the 3.50x38mm esprit btk system, the protective sheath was difficult to remove and the stylet was stuck in the guide wire lumen of the catheter. The peel away sheath was coming off so far over the catheter that the guide wire could not be entered into the lumen and the catheter then kinked and would not go through the introducer sheath. The esprit btk was never able to be advanced into the anatomy access site and was removed from the guide wire. A second 3.0x38mm esprit btk system was opened and the protective sheath was again difficult to remove and the stylet was stuck. The stylet was removed with hemostats and the dual sheaths were then able to be removed. The esprit was then placed over the guide wire deployed in the lesion without complication. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 clarifier: failure to follow steps/instructions.

Event description:
It was reported the procedure was to treat a lesion in the tibial-peroneal trunk. During preparation of the 3.50 x 38 mm esprit btk system, the protective sheath was difficult to remove and the stylet was stuck in the guide wire lumen of the catheter. The peel away sheath was coming off so far over the catheter that the guide wire could not be entered into the lumen and the catheter then kinked and would not go through the introducer sheath. The esprit btk was never able to be advanced into the anatomy access site and was removed from the guide wire. A second 3.0 x 38 mm esprit btk system was opened and the protective sheath was again difficult to remove and the stylet was stuck. The stylet was removed with hemostats and the dual sheaths were then able to be removed. The esprit was then placed over the guide wire deployed in the lesion without complication. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.